Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing a static fill estimate of 80 units that did not change as insulin was delivered. There was no reported impact to the customer¿s blood glucose level. Customer received education that this issue could occur due to large differences in measured pressures used to estimate remaining insulin and was informed that once actual insulin amount matched the static display, fill estimate would begin to decrease normally, which customer understood and acknowledged.